Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upompletion of the investigation.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7368911) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that the pt complained of blurry visual acuity. Striae in the posterior capsure was observed at 1 month post-op visit. Lens vault was observed at 1 month post-op visit. Lens vault was observed at 2 month post-op visit ((B)(6) 2015). A yag procedure was performed. The surgeon is evaluating treatment options. This event refers to the patient's right eye.